Manufacturer narrative:
The insulin pump was received with failed selftest alarm during self-test due faulty radio frequency board. Unable to download history file due to faulty radio frequency board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump had a failed self-test alarm. Stated a bolus was being programmed with alarm occurred. The blood glucose at the time of the incident was 287 mg/dl. Troubleshooting was not performed. The device was returned for analysis.